Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information could be obtained.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information could be obtained. Additional information was received indicating that there was, in fact, no explant procedure. The patient was not implanted with a boston scientific spinal cord stimulator (scs).